Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. It was noted in the pump history log that power up and power down of the device occurred with a high pressure alarm message. The reported customer complaint was unable to be confirmed however upon functional testing. The problem source has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double alarm that there's no cassette. There was no patient involved.